Manufacturer narrative:
The patient's weight was not provided. (B)(4). Approximate age of device - 1 year and 1 month. A correlation between the device and the reported event could not be conclusively determined. Driveline infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced unspecified trauma to the driveline and presented to the clinic with redness and drainage at the driveline site. "Hyper-sanguineous" drainage and granulation were observed. The patient was started on oral keflex for 7 days and the infection improved. There were on reported pump issues.